Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Additional device product code is hwc. (B)(4). Date of implant is an unknown date in 2013. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced non-union and hardware that broke during implant removal surgery. A patient experienced a subtrochanteric fracture of the left femur and was treated with a long trochanteric fixation nail (tfn), lag screw and two distal screws in 2013. Subsequently, the patient experienced non-union as seen on x-ray (date unknown). On (B)(6) 2015 all hardware was removed. A biopsy was taken intra-operatively to rule out osteomyelitis. During the removal procedure, both distal screws broke; only parts of the screws were retrieved. It was reported that there was no surgical delay and the procedure was successfully completed. The patient is scheduled to be implanted with competitor devices on (B)(6) 2015. See related complaint, (B)(4), for report of two screws that broke during explant surgery on (B)(6) 2015. This complaint addresses the report of non-union. This report is 2 of 3 for (B)(4).